Event description:
It was reported that the left ventricular lead exhibited threshold greater than 7.5 v. A fluoroscopy revealed the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.